Manufacturer narrative:
One used sample was returned and examined. Initial visual inspection of the device found it to be in good condition with no obvious damage. Inspection of the 15mm connector revealed no issues. Upon pressurization, inspection of the device found a small puncture in the inflation line along the tube approximately 25mm from the cuff. Leakage testing found that the cuff would slowly deflate from the puncture over the course of an hour. Manufacturing does a 100% inflation test of the cuffs and had the puncture in the inflation line been there at that time it would have been detected and scrapped. No other device issues were found. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
A report was received stating that device was in use with pt for about a week when cuff leakage was observed, despite user facility checking cuff pressure and adjusting pressure to 20-30 cubic centimeter h20. The report also alleged that there were connection issues at the 15mm connector. The tracheostomy tube was replaced. No adverse effects to pt reported.